Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole and a pedicle screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 15-30min. There was no (direct or increased) risk to harm a critical structure due to the deviating placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the right l4 screw deviating ca. 6 mm lateral from its intended position in the pedicle, was most likely relative movement of the anatomy due to a non-rigid connection between the patient reference array (at left iliac crest) and the l4 vertebra at the operated region of interest (l4 - l5). The patient had significant spondylolisthesis at l4/l5, which creates spine instability between the l4 and l5 vertebrae. Multi-level navigation (i.e. Operating on a different vertebra than the one the reference array is fixed to or operating across multiple vertebrae without remounting the reference array and reregistering) can result in relative movements of the vertebrae that cannot be recognized by the navigation software. The potential for relative movements is increased if a non-rigid connection exists - such as spondylolisthesis in this case - between the patient reference and the region of interest. Further, the increased forces on the anatomy from instruments to open the cortical bone and to create the pilot hole in the bone can also cause anatomical movements. Apparently, the resulting deviation between the registered (pre-surgery) patient image in the navigation display and the actual current patient anatomy was not recognized by the surgeon with the appropriate and necessary accuracy verification throughout the procedure, specifically during the bone preparation and screw placement at right l4. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine for fusion of vertebrae l4 and l5, with spondylolisthesis at these vertebrae and intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the left iliac crest using the 2-pin fixator with 4mm schanz pins. Acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified and accepted the registration. Prepared the pedicles (pilot holes) with a non-brainlab probe, used a non-brainlab tap to thread the holes, and placed the 4 pedicle screws with a non-brainlab screwdriver, with all of these instruments calibrated to the navigation, first in left, then in right l5 and l4. Acquired a verification intra-operative c-arm scan, also with automatic image registration to navigation, and detected that the right l4 screw deviated from the intended position laterally shifted by ca. 6mm. Decided to remove the right l4 screw, and used the registered verification scan using the same navigated procedure as above to re-place the screw to the readjusted position. With final verification c-arm fluoro images, determined that all screws were placed correctly, and completed the surgery successfully as intended. According to the surgeon: the deviation of 1 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with a c-arm verification, and the screw was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 15-30min. There was no (direct or increased) risk to harm a critical structure due to the deviating placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.